Event description:
It was reported that the patient went to the physician's office for an echocardiogram and the physician diagnosed tricuspid valve in sufficiency. Upon interrogation, eri (elective replacement indicator) was noted, and the assumption from the physician was that the vvi pacing mode triggered at eri led to the insufficiency. The device was programmed to odo mode, and the insufficiency was much better than during vvi model. The device was eventually explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary: analysis of the device memory indicated the battery impedance value was beyond the expected upper range.